Event description:
It was reported that an embolization occurred. The patient underwent a successful left atrial appendage (laa) closure procedure without incident. A complete seal was noted in the initial procedure. On (B)(6) 2019 patient presented for 6 week follow up. Via transesophageal echocardiogram (tee), it was discovered that the device had embolized to the suprarenal distal aorta. Device was successfully retrieved the next day via gooseneck snare without incident. No adverse patient events occurred. Patient is doing well and has was discharged home the following day.